Event description:
It was reported by customer that during clinical use of an unknown intra-aortic balloon (iab), autofill failure and gas loss alarms occurred. The faults have been confirmed via device logs. No harm was reported. No issues were found with the cardiosave iabp which was used concominantly, therefore a balloon issue is a possibility.

Manufacturer narrative:
The device reference number for the medical device referred to in this medical device report cannot be verified, and therefore, no UDI number can be provided. Upon completion of the investigation into this event a follow up report will be submitted.